Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of low flow hazard alarms, power elevations, and a pump stoppage event was confirmed based on the evaluation of the log file that was submitted at the time of the event; however, a root cause for the reported event could not be determined. In addition, hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital overnight. The pt stated that his pump was feeling weird over the weekend. On interrogation it was noted in the event history that the pt had a "pump off" on (B)(6) 2014. The pt has a history of ldh as high as 1315, but it is currently 629. His inr goal is 2.5-3.5 and he has been therapeutic. He is also on full dose aspirin and persantine. The pt was discharged.